Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the cross arm brake and iris pot. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the cross arm brake on the 9600+ system was broken. It was also noted that the iris pot was "jittery." There was no report of pt injury.